Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported that a year prior to the date of this report the patient had a total hip replacement, at which time the physician thought the patient's dose of baclofen was too high. The patient's catheter was checked and it was noted it was "plugged." The catheter was replaced and the dose of baclofen was "plummeted." During that time, the patient had a bitter taste in her mouth. Things were really enhanced such as the flavor of foods. The drug in the pump was lioresal.